Manufacturer narrative:
D9 / h3 updated to indicate the device was not returned. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Discard all damaged or mishandled implants during the course of the operation, repeatedly check to ensure that the connection between the implant and the instrument, or between the instruments, required for precise positioning and fixing is secure.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device disposition is unknown.

Event description:
As reported; "when placing the screw, it fractures which makes removal difficult, a second screw must be used to replace it."

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported; "when placing the screw, it fractures which makes removal difficult, a second screw must be used to replace it."